Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the distal section of the fiber is broken and detached 3.5 cm from distal end; the distal end was not returned; the heat shrink tube is melted at the break; the fiber is blackened at the location of the break. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending/use handling.

Event description:
It was reported that during a prostate procedure, ¿the first fiber burnt out, was replaced by the second fiber that broke inside the patient @107,000 joules of use. The physician removed the pieces of fiber. He then proceeded with a third fiber that broke inside the patient. At this time, the physician was finished with the procedure, removed the fiber pieces and performed a flush. No further information was provided. The patient was ¿ok¿ reported. This event is for the second fiber used.